Event description:
It was reported via repair work order that there was no power to bed due to a missing power inlet ground pin. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.